Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post implant, the implant detect feature on the ipg did not complete despite the lead impedance measurements being within normal limits. In addition, the atrial lead electrogram showed noise. The lead was not pacing, and the threshold values had been changing during the week. A connection issue between the ipg and atrial lead was suspected. The ipg was explanted and replaced. During the replacement procedure, the atrial lead was tested, and noise was still present. An x-ray confirmed the atrial lead position, so it was determined that the lead was either defective or in an unsuitable position. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.